Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen developed a crack that began in a corner and progressed across the display, while the device otherwise remained functional and the user continued therapy without interruption. Symptoms included no reported clinical effects related to blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included collection of use information and coordination for device return. Investigation of this device revealed physical damage to the user interface display consistent with a cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage during use.